Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2024-80665. This report is for the same event as manufacturer report: 2124215-2024-80681.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber tip broke. The fiber was replaced but this occurred with the second fiber also. The doctor was able to flush the tips out of the bladder. The third fiber tip was still attached but loose fitting and burned looking. The procedure was completed using a transurethral resection of the prostate. There were no patient complications. This report is for the second fiber.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber tip broke. The fiber was replaced but this occurred with the second fiber also. The doctor was able to flush the tips out of the bladder. The third fiber tip was still attached but loose fitting and burned looking. The procedure was completed using a transurethral resection of the prostate. There were no patient complications. This report is for the second fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2024-80665. This report is for the same event as manufacturer report: 2124215-2024-80681. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap and metal cap were detached; therefore, the reported clinical observation is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glass cap and metal cap detachments. According to the instructions for use (IFU), the IFU cautions to: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis and the information available, the interaction between the user and device, likely caused or contributed to the observed fiber tip damage and reported event.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2024-80665. This report is for the same event as manufacturer report: 2124215-2024-80681.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber tip broke. The fiber was replaced but this occurred with the second and third fibers also. The procedure was completed using a transurethral resection of the prostate. There were no patient complications. This report is for the second fiber.